Event description:
It has been reported that the pt complained of instability. Surgeon reoperated to find stabilizer insert plastic post sheared off. Surgeon replaced 9mm broken insert with 11mm new stabilizer insert.